Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of stenosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that on (B)(6) 2018, the 3x15mm and 3x18mm xience sierra stents were initially implanted in the left anterior descending and circumflex coronary arteries. On (B)(6) 2018, restenosis was discovered, which was treated with balloon dilatations. Optical coherence tomography (oct) imaging was performed to assess a stent restenosis. On (B)(6) 2019, the patient experienced angina, and restenosis was again noted. The restenosis was again treated with balloon dilatations. No additional information was provided.

Manufacturer narrative:
D6: date of implant - estimate. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that optical coherence tomography (oct) imaging was performed to assess a stent restenosis. Restenosis was noted in an unspecified xience sierra stent in a bifurcation. The restenosis was treated using the double kissing crush technique. There were no reported adverse patient sequelae. No additional information was provided.